Event description:
It was reported this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements reaching out of range. Further evaluation is expected to be completed at the next follow up appointment. This device remains in service. No adverse patient effects were reported.